Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter was new and has not yet been used for patient testing. A display test of the meter was performed and segments were confirmed to be missing from the results field of the display. This could potentially lead to a result misinterpretation. The hourglass icon was also missing from the display.